Event description:
Prior to reaching the patient, the fiber was readied for use. No energy was transmitted and a smell of sulphur was noted. The item was removed from service and did not reach the patient. Will be returned to manufacturer for testing as soon as shipping carton arrives.